Manufacturer narrative:
The investigation is in progress. Sample have not yet been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to alcon's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
Surgeon reported that the vitrectomy probe did not work properly. No pt impact was reported. Additional info has been requested.